Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(4). Stryker pegasus study. Deep vein thrombosis acute dvt (left peroneal vein) diagnose dated on (B)(6) 2023 after a few days of worsening leg swelling and pain. Diagnosis via ultrasound. Patient medication changed from heparin to eliquis and discharged same day. By orthopedic f/u on (B)(6) 2023 patient was symptom-free."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities no corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided the investigation will be reassessed.

Event description:
As reported: "subject: (B)(6) stryker pegasus study. Deep vein thrombosis acute dvt (left peroneal vein) diagnosed at ed on (B)(6) 2023 after a few days of worsening leg swelling and pain. Diagnosis via ultrasound. Patient medication changed from heparin to eliquis and discharged same day. By orthopedic f/u on (B)(6) 2023 patient was symptom-free."